Event description:
Physician reported that pt returned with post-operative incisional infection following breast biopsy. Cultures were not taken. Pt was placed on post operative antibiotics for apparent cellulitis. No further complications were reported.